Manufacturer narrative:
Bayer service sent a replacement head to the site which was installed by the site biomedical engineer. Bayer product analysis received and examined the subject injector head and pivot knuckle assembly. Visual examination confirmed that two screws sheared, allowing the pivot knuckle to release and the injector head to disengage.

Event description:
The site reported the following information: the site biomedical engineer was performing preventive maintenance on the stellant d injector (serial (B)(4)) and the head disengaged, falling towards the floor. There was no injury. 3ps.